Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: you stated the device was dropping clips and scissoring clips, however, were there any feeding issues experienced with the device? If yes, did device feed clips sideways? No- no feeding issues to my awareness. Were there any additional firing issues experienced with the device? No. Was clip fired over another clip or hard structure? No. Were there unformed or malformed clips? Yes, scissored clips but surgical technique seemed standard. Did any bleeding occur? No. Did issue result in change of procedure or alteration in post-op patient care? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfiring clips, dropping clips and scissoring clips. Case completed with same device. There were no patient consequences reported.